Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient reported blood glucose results of 283 mg/dl, 188 mg/dl, 415 mg/dl and 304 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The patient took metformin and glipizide after obtaining the high readings. The test strips were in good condition and not expired. The test strips failed twice using the control solution. The technique of applying blood on the test strip was correct. Customer care agent (cca) sent the patient a replacement meter and control solution.